Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device did not deliver. It was reported that a gemstar pump and a gemstar bolus cord were connected to the docking station. During testing, it was reported that after the button on the bolus cord was pressed, the gemstar pump did not deliver a dose. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.